Event description:
It was reported the patient¿s implantable neurostimulator (ins) battery had depleted. The patient¿s ¿physician assumed premature battery depletion.¿ the patient had experienced ¿no more stimulation since (B)(6) 2014.¿ the ins was replaced as a result of the event. There were ¿no known acute effects¿ on the patient. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that ¿as soon as the elective replacement indicator (eri) was detected, impedances were checked.¿ impedance testing found ¿normal¿ impedances ¿between 900-1200¿ ohms. The ins remained implanted at the time of follow-up and was to be explanted as soon as the replacement device was received.

Manufacturer narrative:
(B)(4).